Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side ruptured. Device remains implanted.

Event description:
The device was replaced.

Event description:
This is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight and opening on anterior. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: crease sharp opening on anterior assessed as fold flaw opening.